Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon preliminary analysis, the battery was at eri (elective replacement indicator) with a telemetered value of 2.16 volts. Calculations based on implant parameters indicate that the device had not met its 99.9% longevity. Upon further analysis, high current drain was noted and was shown to be caused by leakage in a battery filter capacitor.

Event description:
It was reported that there was suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.